Event description:
The memory module report shows more alarms captured than the parent recalls hearing audible alarms. No death or serious injury was reported in association with this alleged malfunction. Co tested the monitor and was unable to reproduce the malfunction. The monitor alarms performed exactly as intended per spec. The memory module report shows 142 physiologic alarms and 100 equipment alarms. The mother states that she did not hear the monitor alarm more than 10 times. All alarms captured have a valid waveform referenced to the alarm. In many cases the waveform shows the monitor was truned off in the middle of the alarm, which would indicate someone heard the audible alarm and was responding to the monitor.